Event description:
I purchased the above items from walmart pharmacy recently and none of the test strips were testing my blood sugar correctly. I called the pharmacy and informed them of what was going on with the misreading of the glucose meter and the young lady said, "they do not take the test strips back if they are already opened". However, she refused to hear me say that they were damaged when opened. Please give me a call at (B)(6) at your earliest convenience. After 10 am, to discuss this request for refund or another shipment of test strips expeditely. I have attached a copy of the "safety information recall letter" that I was mailed from walmart in (B)(6). I am requesting a complete refund on the test strips (true metrix blood glucose meter) as soon as possible. Look forward to hearing from someone urgently, since I am faxing this paperwork to you, per your request. Thanks in advance.